Event description:
It was reported that the lead exhibited 2500 ohms impedance in the bipolar configuration. In unipolar, impedance was 404 ohms, but noise was present with arm movements. The physician reprogrammed the configuration to unipolar with sensitivity at 1 mv.